Event description:
Additional information provided by the surgeon indicates that a yag was performed on 05/29/1998. The surgeon also identified that the scarring from the radial keratotomy performed several years prior to the cataract surgery may be a contributing factor to the pt's reported symptoms.